Event description:
A caller reported the adc blood glucose reader 2 would not power on with the button pressed or test strips inserted. The customer could not obtain a blood glucose reading and as a result, she became hypoglycemic and experienced a loss of consciousness. The customer had contact with a healthcare professional and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. The reported reader was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. The reader did not turn on with button, strip insertion, or usb (universal serial bus) cable insertion. Connected the reader to the computer and the masterm software was not able to recognize the reader. The reader was then de-cased. Performed visual inspection on returned reader and liquid contamination was observed. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc blood glucose reader 2 would not power on with the button pressed or test strips inserted. The customer could not obtain a blood glucose reading and as a result, she became hypoglycemic and experienced a loss of consciousness. The customer had contact with a healthcare professional and received unspecified treatment. There was no report of death or permanent injury associated with this event.